Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 13807048. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 13807048. The devices were not returned to bsn. A review of the manufacturing documentation for the ipg sc-1110-02 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the lead sc-2352-50 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the lead sc-2352-50 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving adequate stimulation to cover his pain. The physician decided to perform a revision procedure to implant a whole new system. The patient was doing fine post operatively.